Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] intense pain for over a year in the lumbar region [lumbar pain] hips pain [painful hips] playing sports is impossible, [exercise tolerance decreased] standing for more than 5 minutes is impossible [difficulty in standing] I have enormous difficulty getting out of bed, bending down. [Joint range of motion decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jan-2025. The most recent information was received on 27-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. On (B)(6)2023 she experienced pelvic pain (seriousness criterion medically important), back pain ("intense pain for over a year in the lumbar region"), arthralgia ("hips pain"), exercise tolerance decreased ("playing sports is impossible,"), dysstasia ("standing for more than 5 minutes is impossible") and joint range of motion decreased ("I have enormous difficulty getting out of bed, bending down."). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, back pain, dysstasia, exercise tolerance decreased, joint range of motion decreased and pelvic pain to be related to essure administration. The reporter commented: I had undergone all the possible tests and I had nothing, I was told it was in my head and, thinking about it, I thought about my essure implants and then I went to the resist website and all my symptoms matched. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Intense pain for over a year in the lumbar region [lumbar pain]. Hips pain [painful hips]. Playing sports is impossible, [exercise tolerance decreased]. Standing for more than 5 minutes is impossible [difficulty in standing]. I have enormous difficulty getting out of bed, bending down. [Joint range of motion decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic pain (seriousness criterion medically important), back pain ("intense pain for over a year in the lumbar region"), arthralgia ("hips pain"), exercise tolerance decreased ("playing sports is impossible,"), dysstasia ("standing for more than 5 minutes is impossible") and joint range of motion decreased ("I have enormous difficulty getting out of bed, bending down."). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, back pain, dysstasia, exercise tolerance decreased, joint range of motion decreased and pelvic pain to be related to essure administration. The reporter commented: I had undergone all the possible tests and I had nothing, I was told it was in my head and, thinking about it, I thought about my essure implants and then I went to the resist website and all my symptoms matched. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.